Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter phone #: (B)(6).

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes have additive that sticks to the wall after proper collection and inversion. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for additive abnormality was observed. Additionally, 200 retention samples from bd inventory were visually inspected and no additive abnormalities were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes have additive that sticks to the wall after proper collection and inversion. There was no health impact or consequences reported.